Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details, the reported condition of the device leaking during usage could not be duplicated. However, the motor, rotor, press plug, bearings, and sag head were replaced after service found debris inside. A follow-up report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that the handpiece may have been leaking an oily substance while the equipment was being cleaned. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.